Manufacturer narrative:
On 07/04/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. During evaluation a rent was observed on the posterior aspect, measuring approximately 1 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 6815084. (B)(4).

Event description:
It was reported that a (B)(6) -year-old hispanic female patient underwent a breast augmentation revision with saline mentor smooth round high profile 460cc breast implants and experienced deflation on the right breast implant and malposition on the left breast implant. The deflation and malposition were confirmed by the healthcare professional by the physical exam on (B)(6) 2018. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 500cc breast implants on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/23/2018, it was reported to mentor that the report submission due date was incorrect, and it actually was 06/22/2018. Manufacturer¿s reference number: (B)(4).